Manufacturer narrative:
The actual complaint product was not returned for evaluation. The device history record for the reported lot number, m7291l609, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. A field action was initiated on 07-feb-2018 (product advisory notice was sent to all potentially impacted customers). All information reasonably known as of 18-sep-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). The device was not returned.

Event description:
Avanos medical, inc. Received a single report that referenced two different incidences, which were associated with separate units, involving two different events. This is the second of two reports. Refer to 8030647-2018-00598 for the first event. It was reported the flex connector disconnects and sprays the nursing staff. There was no reported patient injury. No additional information was provided.